Event description:
It was reported that a home patient experienced a connection issue with a transfer set. This occurred during initial drain of peritoneal dialysis therapy. The nurse stated that the transfer set became disconnected and fluid drained out on to the bed. The technical service representative helped the nurse to end therapy. The patient will not continue therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.